Event description:
Literature was reviewed regarding: chemical abscess post vein of galen aneurysmal malformation embolization with ethylene vinyl alcohol copolymer. The time frame of this study was: no specific time frame mentioned. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: onyx 18 no deaths occurred in the study population. Among patient adverse events included:  2 ml of onyx 18 was injected on the arterial side with reflux into the large venous sac, resulting in its occlusion. Complete avascularity of the sac was achieved after occluding the vog sac. Post embolization MRI on day three revealed a minimal reduction in the size of the vog sac, with minimal enhancement of the sac wall and no internal restricted diffusion. The child was followed up at regular intervals for 2 years. There was a gradual improvement in achieving developmental milestones. Follow-up MRI after 1 month revealed a residual aneurysmal sac showing wall enhancement, restricted diffusion, and persistent hydrocephalus. A differential diagnosis of brain abscess was considered; however, in view of the gradual improvement in cognitive function, lack of clinical deterioration, and lack of oedema in the surrounding brain parenchyma on MRI, a diagnosis of chemical abscess was made. The child was managed conservatively and followed up. There was further clinical improvement at 6 months post embolization {developmental milestones equivalent to 10 months of age as per the centres for disease control and prevention (cdc) criteria}. On MRI there was a reduction in the size of the residual sac and hydrocephalus, albeit with continued restricted diffusion and peripheral mural enhancement. After 2 years, the child had achieved milestones commensurate with age. The head circumference was stabilized on examination, and no neurological deficits were present. At this stage, MRI revealed near-total regression of the sac with no residual wall enhancement. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
The date of the event used was the date that the event was accepted for publication as the date of the event was not provided. No specific device information was provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.